Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the supply line of a homechoice cassette without an alarm. This event occurred during an unknown process step while the patient was connected. The caregiver/patient saw air bubbles in the white supply line with two empty solution bags connected to them. The patient ended the therapy. The renal therapy services agent discussed the use of continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing, including leak testing, clear passage testing and clamp function testing, was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.